Event description:
Information received from the field does not address the patient's clinical status but notes that while doing an evoked response sensitivity test, the ventricular lead impedance measured <200 ohms. The autocapture was turned off and the lead impedance returned to normal.